Event description:
After the stent was placed, the distal tip of the delivery system became caught in the stent struts and the delivery system could not be pulled back. When the physician applied excessive force to pull back, the delivery system was separated at approximately 30 cm from the tip of outer sheath. There was no pt info provided. The procedure was stenting of the superficial femoral artery (sfa). Approach was made from the opposite femoral. The lesion was pre-dilated. The smart was placed after the smart control 6x100 was placed in the target lesion. There was some difficulty deploying the stent due to the heavily tortuous vessel figure. The stent was placed fully stretched. The stent was elongated but not fractured. After the stent was placed, the distal tip of the delivery system was caught in the stent struts and the delivery system could not be pulled back. The physician applied large force to pull back, and the delivery system was separated at approx. 30 cm from the tip of outer sheath. The tip of the outer sheath remained in the pt was removed using a pta balloon successfully. The physician stated that stent could not be dilated as expected after being post-dilated. There was no pt injury during the procedure.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.